Event description:
It was reported the pt had lack of effect and reported a shocking or jolting sensation - overstimulation sensation. The symptoms. Occurred following an implant. The pt is felling pain in her leg when the stim is turned on; the pain is less when the device is off. The pain is constant and feels very sharp. The technical services agent reviewed the pt on/off options until the device can be checked by the MFR rep. The caller was redirected to their hcp.

Manufacturer narrative:
(B) (4)